Event description:
It was reported that during the implant, no capture during testing was noted on the left ventricular (lv) lead. The physician implanted a new lv lead. The physician believes it was damaged due to contrast or guidewire. There were no adverse health consequences, the patient was stable.